Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 449 mg/dl. Customer treated their blood glucose with a manual injection and with the insulin pump. It was also found the customer had an upset stomach from their high blood glucose. Troubleshooting found the drive support cap was sticking out. Customer stated they did not press on the drive support cap while connected. The customer also stated the insulin pump passed a high pressure test. It was also found the customer did not have a bent cannula after removing their infusion set. Customer also reported experiencing a low blood glucose event in the middle of the night. The customer's blood glucose declined to 37 mg/dl. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.